Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink burr device with a rotawire. Inspection of the device revealed that the annulus was damaged and not rounded. The damage to the annulus is consistent to damage from the rotating burr coming into contact with the guidewire. Functional testing was performed by connecting the rotalink burr device to a test rotalink advancer. Since the rotawire used in the procedure was returned fractured, a test rotawire was used for functional test. The rotablator system was able to reach optimum speed with no issues and the burr catheter spun/moved with no issues. No other damage or irregularities were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03723. Reportable based on device analysis completed on 04-apr-2017. It was reported that the burr did not spin properly on the wire. The target lesion was located in the left anterior descending (lad) artery. A 1.50mm rotalink¿ burr and a rotawire were selected for use. During preparation, it was noticed that the burr did not spin properly on the wire. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the rotawire was fractured due to rotating burr coming into contact with the guidewire.